Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and topical skin adhesive was used. Following the procedure, the patient experienced dehiscence around the ports and the skin looks like there has been a chemical burn. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch hgr380, batch hhp491.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Batch hgr380, mfg date: 06/26/2014, exp. Date: 05/31/2016. Batch hhp491, mfg date: 07/29/2014, exp. Date 06/30/2016.